Manufacturer narrative:
No device manufactured date available as lot number is unknown.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure, before the esheath was inserted into the patient¿s right femoral artery, the 14fr dilator tip broke into two. The break occurred as the physician tried to insert the dilator into the guidewire. Because the component of esheath was not inserted into the patient body, it did not cause any harm to the patient.

Manufacturer narrative:
The esheath introducer was discarded following the procedure and was not available for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Photographs of the complaint introduced and the introducer used for the procedure were provided by the facility. The photograph review revealed the complaint introducer was inserted through the esheath and the introducer tip was broken. A zoomed-in view of the photo was also provide. The broken and detached tip were highlighted. No visual abnormalities were observed on the second introducer. Functional testing was not able to be performed; however, replication studies were performed to replicate the observed failure mode. Sample introducers were prepared per IFU instructions. The failure mode was able to be replicated with a guidewire with an insertion angle of 45 degrees. The introducer tip split and detached for three of the four samples tested. The detached tip was similar in characteristics to the complaint device. The fourth sample introducer had a longitudinal split which propagated to a radial tear along the introducer shaft; however, the tip did not detach and separate. Lot history review revealed no other complaints for ¿introducer tip ¿ split¿. Complaint history review from november 2017 to october 2018 revealed no other returned complaints for the edwards esheath introducer set (all models and sizes) for ¿introducer tip ¿ split¿. Review of the complaint history for the month of october 2018 revealed that the occurrence rate did not exceed the control limits for this trend category. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, the introducer undergoes 100% inspections by manufacturing and quality. The shaft undergoes inspection under minimum 2.85x magnification to ensure the shaft is free of process and surface defects (cracks, dents, scratches, marks and discoloration). The distal tip undergoes inspection for damage (splits, breaks, mechanical damage to the end of the tip) at 7-12x magnification. The inspections support that it is unlikely that a manufacturing non-conformance caused the reported event. Additional follow-up with the introducer supplier was performed. The supplier investigated the manufacturing process and inspection. No critical issues that may have contributed to the reported event were identified. A ¿bend and fatigue test¿ was also performed. The failure mode was not able to be reproduced. The tip separation was able to be replicated after multiple bends. However, the tip separation appearance differed from the complaint device. In this case, the complaint for the broken introducer tip was confirmed based review of the customer photographs. Without the returned device, a product non-conformance was not able to be confirmed. Replication studies were able to reproduce the failure mode with a guidewire insertion angle of 45 degrees. Based on the investigation, procedural factors (insertion of guidewire at an angle) may have caused or contributed to the reported event. No labeling or IFU/training inadequacies were identified, and available information suggests that procedural factors (guidewire insertion angle) may have contributed to the complaint event. Because the occurrence rates did not exceed the monthly control limits, no corrective or preventative action is required at this time.